Event description:
Caller stated that she has two failed dexcom sensors that also reads inaccurately. She said she has a lot of sensors in hand but all made in malaysia which are the ones that are failing and giving incorrect reading. She called dexcom and suggested that she return to malaysia failed ones but they refused. Pt code: 4580. Device code: 3023; 1535. Ref report: mw5179025.

Event description:
Add'l info received on 11/21/2025 for report mw5179026 to update procode to qbj.